Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the surestep meter would not power on. The medical affairs specialist mailed a letter on december 28, 2007, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on five days prior to original date. After the reported issue, the pt reported feeling shaky and "sick". He tested on his grandmother's meter and obtained a result of "60-something". The pt denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know: when the pt was last able to test, her medication regimen, any treatment for the symptoms, and the pt's testing frequency. This complaint is reported, as the issue was not resolved and the reporter alleged the pt was found to be hypoglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.